Manufacturer narrative:
Age at time of event- 18 years or older. Device evaluated by manufacturer. The device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to a boston scientific encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 2mm distal to the distal end of the proximal markerband. An examination of the balloon material and markerband identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The severely stenosed lesions were located in the moderately tortuous and mildly calcified superficial femoral artery. A 4.00mm/ 1.5cm/ 140cm small peripheral cutting balloon was selected for use. During procedure, dilation was performed several times from the distal part to the proximal part of the lesion. Subsequently, it was noted that the pressure of the indeflator decreased when dilating the last stenotic lesion; thus, balloon rupture was suspected. The balloon was then removed from the patient's body. The procedure was completed as the lesion was confirmed dilated after the removal of the balloon. No complications were reported and the patient condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The severely stenosed lesions were located in the moderately tortuous and mildly calcified superficial femoral artery. A 4.00mm/ 1.5cm/ 140cm small peripheral cutting balloon was selected for use. During procedure, dilation was performed several times from the distal part to the proximal part of the lesion. Subsequently, it was noted that the pressure of the indeflator decreased when dilating the last stenotic lesion; thus, balloon rupture was suspected. The balloon was then removed from the patient's body. The procedure was completed as the lesion was confirmed dilated after the removal of the balloon. No complications were reported and the patient condition is good.